Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that within five days of the implant procedure, the patient experienced a perforation by the right ventricular lead and presented to the clinic with left pectoral pocket stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.